Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated that just before she called, she went through a metal detector at a (B)(6) and started feeling painful stimulation. The representative had her put new batteries in pp, and she reported that stim was on at 2.5v and helped her turn stim off. The patient stated that the stimulation stopped when she turned it off and confirmed she was no longer feeling this painful stimulation. Patient was advised to leave stim off for a while to give her body a chance to recover and had her lower stimulation to 1.0v for when she eventually does turn stim back on, once she has recovered from this uncomfortable stimulation. The change in painful stimulation was noted to be sudden. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was (B)(6) pounds.